Manufacturer narrative:
Age: unk. Sex: unk. Weight: unk. Ethnicity: unk. Race: unk. Date of event: unk. Expiration date unk. Explant date: na. Device manufacture date: unk. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a spherical icl implantable collamer lens, in the patients eye on (B)(6) 2021. The surgeon reported the patient was miotic, with a small pupil. The patient complained of blurred vision and was seeing "yellow". The miosis lasted for at least 5 days and was due to the surgeon using miostat at the end of the surgery. The yellow tint complaint resolved within a few days and may have somehow been related to the miosis. The lens remained implanted.